Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, contamination was seen inside of 30 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 01-may-2025. Investigation summary: bd received three (3) photos and 190 customer samples for investigation. The analysis of the customer photos shows foreign material along the tops of the gel deposits in the tubes. Of the 190 customer samples, 30 were randomly selected to be subjected to visual inspection for foreign matter. All customer samples were within specification. Additionally, 30 retained samples underwent visual inspection for foreign material, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The analysis of the customer photos shows foreign material along the tops of the gel deposits in the tubes. Additionally, 30 retained samples underwent visual inspection for foreign material, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, contamination was seen inside of 30 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: investigation summary: bd received three (3) photos and 190 customer samples for investigation. The analysis of the customer photos shows foreign material along the tops of the gel deposits in the tubes. Per the customer's request, all 190 samples were visually inspected. One (1) of the 190 samples had the black fm that is seen in the customer photos. The customer also requested ftir testing, but the fm is too small (similar to a fine powder) and is also covered in the separation gel. Therefore, ftir testing is not possible. Additionally, 30 retained samples underwent visual inspection for foreign material, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, contamination was seen inside of 30 tubes. No adverse impact was reported regarding the patient or user.